Event description:
It was reported the device had a self-test failure and a cracked front cover. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the liquid crystal display (lcd) lens was broken. It was also noted that the main printed circuit board (pcb) was contaminated, the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release and battery drawer were contaminated, the battery contacts were compressed, the ring was bent and the keyboard pad was out of specification.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.